Event description:
Customer reported unexpected negative reactions when performing antibody testing on the galileo using capture-r ready-screen 4, lot k121 and capture-r ready-ID, lot id079 on a pt specimen with history of anti-fya.

Manufacturer narrative:
The customer sent two samples from the pt for investigation testing. The presence of the fya antigen was confirmed on retention capture-r ready-screen (crrs), lot k121 and crrid, lot id079. Hemagglutination tube testing was performed with pt samples using fy (a+b+) and fy(a-) reagent red blood cells and immuadd as potentiator. Very weak reactivity was observed with the fy (a+b+) cells at antiglobulin phase. The fy(a-) cell was nonreactive, as expected. Manual testing was performed with the pt samples using retention crrs, lot k121 fy(a+b-) cell iii and fy(a-) cell IV and crrid, lot id079 fy(a+b+) cell #2, fy(a-b-) cell #4, and fy (a+b-) cell #6. All fy (a-) cells were nonreactive, as expected. One sample exhibited very weak to weak reactivity with fy (a+b-) cells and negative reactivity with fy(a+b+) cells. The other sample exhibited negative to weak reactivity with fy (a+b-) cells and negative reactivity with fy (a+b+) cells.the event appear to be related to the nature of the sample. The limitations section of the capture-r ready-screen and capture-r ready-ID package inserts states, "negative reactions will be obtained if the test serum contains antibodies present in concentrations too low to be detected by the test methods employed."